Manufacturer narrative:
The monitor associated with the complaint was returned for investigation. Retain strip investigation was not performed on the returned monitor. Although the reported results were within the expected variability for the assay and are not considered to be outside of the performance specifications, the recovered impedance curve associated with the customer's reported inratio inr result exhibited a weak-slope change. Weak-slope changes are known to contribute to discrepant results. This issue related to the algorithm software on the monitor and was addressed in CAPA-(B)(4). Donor testing of the monitor was not necessary due to weak slope changes identified as the cause of customer discrepant results. Functional and thermistor testing were performed on the returned monitor with passing results. A review of the entire testing history for the reported lot was performed. In-house testing for this lot met release specifications. No product deficiency was found. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. CAPA-(B)(4) identified impedance curves with weak slopes as potentially leading to discrepant inr values. Further investigation is being performed under CAPA-(B)(4) for this issue.

Event description:
A variance was reported between inratio inr result and lab inr result. The results were as follows: inratio inr=2.3; lab inr=2.8 (2 times). Therapeutic range: 2.4-3.2.